Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint rotablator plus unit was carried out and no visual issues were noted. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and no issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was wet tested and the device reached 175krpm at 36 psi. No issues were noted during the wet testing of the returned unit. The burr was microscopically examined and no issues were noticed with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06558. It was reported that vessel perforation occurred. The 90% stenosed, 10mm target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery (lcx). A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion. During the procedure, first ablation was performed at 223,000rpm at 15 to 16 seconds and the rotational speed decreases to 4,000rpm. Second ablation was performed at 224,000rpm at 15 to 16 seconds and the rotational speed decreases to 2,000rpm. Third ablation was performed at 211,000rpm at 15 to 16 seconds and the rotational speed decreases to 8,000rpm. After the third ablation, no perforation was noted. The 1.25mm rotalink burr was then replaced with a 1.50mm rotalink plus. During ablation, the 1.50mm rotalink plus was moved back and forth and was not inserted to the spring tip of the rotawire. The 1.50mm rotalink plus was being withdrawn and the rotawire was also pulled back. There was no damage noted on the 1.50mm rotalink plus and rotawire. During the procedure, adequate hemostasis was performed and a slight perforation was noted. A 2.5mm balloon was inflated at low pressure to treat the perforated vessel. No further patient complication were reported and the patient's condition was stable.